Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018 with their implantable cardiac monitor exhibiting undersensing. No intervention was performed and the patient would continue to be monitored. The patient was stable throughout.

Event description:
New information received reported that the device was reprogrammed.